Event description:
The event involved a plum 360 where it was stated that smoke broke out from the pump and there was no power led charging. The status of the product at time of event was during self test. They were able to check the device history log and noted the error. There was no physical force or impact to the pump, and nothing spilled on the pump per customer. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
The service technician performed investigation on the infusion pump and it failed self-testing due to "no power led charging". First, the power supply pwa was replaced, and then the testing was repeated. After that, the pump passed the repeated test without giving any problem. Probable cause: defective power supply pwa when the additional information indicating that ¿smoke broke out¿ was received on (B)(6) 2023, the device had already been repaired, the faulty component was disposed and it was replaced with a new power supply pwa. Functional testing/investigation on the original condition of the device is no longer possible. The probable cause for the customer's reported observation of smoke could not be determined. List number 30010-04-05 infusion pumps are only suitable for connection to a 110v power outlet. Connection to a 220v supply will damage the power supply pwa. The pump was serviced by a third party al kamal import. Additional contact: (B)(6). Service engineer al kamal import office co. Ltd. / aktham bin saifi street dammam / (B)(6).